Event description:
We are using the dexcom g6 on my daughter as her constant glucose monitor. It is not accurate at all and it is supposed to be able to be used for dosing insulin. We have had 6 different insertions and only one has stayed accurate for more than five days. They are supposed to last for ten days. Not only does this mean I am going to have to come out of pocket for over (B)(6) to replace them, they are making it impossible to know her blood sugar. The meter even after being calibrated was telling me her blood sugar 61 was actually 137, today it was saying she was 212 and she was really over 400. That means she might have been over 400 for almost the whole day. This is just the info from the last day of the current sensor. They have potentially damage my daughter. And, there response is, this is a new product and they are hoping the new batches of sensors will be better.